Event description:
Customer complains that the device is wrongly constructed. There is an open tip and during the procedure of lap and dye, the tip of the device stuck into the uterine muscle in fundus area and the dye was applied into the muscle tissue which soon led to a spread of the dye all over the body of the pt and the anaesthetic doctor thought the women died because the instruments showed a wrong oxygen saturation. The doctor thinks the reason is that if the balloon is blown up, the fundus comes down and sometimes it could happen that the tip end sticks in the fundus. He strongly proposes to produce this device with side holes in future. Until this happens, he will no longer use the j-umi.

Manufacturer narrative:
A proper eval cannot be performed due to the device will not be returned for eval. In reviewing the customer statement concerning "the tip of the device stuck into the muscle of the fundus area due to the product having an open tip", info that is contained in the instructions for use sent with this device contains a warning: excessive force in manipulation may result in uterine perforation or may cause the product to bend or break, resulting in uterine or vaginal trauma. Also within the IFU under adverse reactions states: uterine trauma or perforation. The tip design of this product is common in the industry noting most likely adding sideports to the tip would lengthen it and the risk would remain.